Manufacturer narrative:
The monitor tech reported that the multigas unit would not take a reading while in patient use. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu671ra serial #: (B)(6) device manufacturer data: 11/16/2011 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.

Event description:
The monitor tech reported that the multigas unit would not take a reading while in patient use. No patient harm was reported.